Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). One clip was implanted on the anterior 1/posterior 1 (a1/p1) leaflet segment. It was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted to stabilize the detached clip, reducing mr to grade 1-2. Post procedure, the patient was in stable condition. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot-specific product issue. All available information was investigated. The difficulties encountered were the result of anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.